Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.50 mm x 20.00 mm was selected for treatment of the target lesion, which was located in the ramus intermedius (ri) and was severely calcified. Following pre-dilatation, the agent device was advanced into the patient; however, during inflation, the balloon ruptured and failed to cross the lesion due to severe calcification. The procedure was successfully completed with another same device. There were no patient complications reported.